Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was watching a movie when she began experiencing blurry vision. She was unsure whether she had lost consciousness. Concerned, she asked her boyfriend to check her blood glucose (bg), which measured 49 mg/dl, while the dexcom cgm displayed 101 mg/dl. Her boyfriend administered a glucose shot to her thigh, which was intended to be a glucagon injection. Approximately one hour after treatment, the dexcom reading was 54 mg/dl, and the bg meter showed 98 mg/dl. Over time, her bg increased to 148 mg/dl, while the dexcom reading was 237 mg/dl. At the time of this report, the patient was feeling okay. Data was evaluated and the allegation was confirmed. The reported glucose values fall within the c zone of the parkes error grid when she began experiencing blurry vision. The reported glucose values fall within the b zone of the parkes error grid after treatment. The data investigation found a difference in values that falls within the a zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed due to the wearable failed testing. No additional patient or event information is available.